Event description:
Right total hip done in 1999. Returned to or for removal of total hip components due to impingement. There was removal of the posterior lip and insertion of new liner and 5mm increase in the ball length.